Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes device experienced underfill or low draw of a tube of a tube. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer email"we have been experiencing vacuum issues with edta tubes - lot 1134718, exp 09/2022. This has occurred on multiple occasions. Resulting in under filled tubes." Customer has advised that collection was with flashback needle. I am waiting on information on details of fbn and holder.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process andfinal inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tubes device experienced underfill or low draw of a tube of a tube. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer email"we have been experiencing vaccum issues with edta tubes - lot 1134718 exp 09/2022. This has occurred on multiple occasions. Resulting in under filled tubes." Customer has advised that collection was with flashback needle . I am waiting on information on details of fbn and holder.